Manufacturer narrative:
Concomitant medical products: pm2240, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited damage and recreate-able noise leading to pacing inhibition. The leads were capped and replaced. No patient complications have been reported as a result of this event.